Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the svt ablation procedure, it was noted that, upon plugging the tacticath se ablation catheter into the tactisys, no catheter metrics were displayed on the precision software. It was noted that all metrics (lsi, cf, fti, etc.) Were displayed in purple and that contact force was unable to be reset. The reset button on the tactisys was flashing red throughout the troubleshooting session. The tacticath se was replaced, which resolved the issue, and the procedure was completed with no adverse patient consequences.